Event description:
It was reported that the patient underwent a left total hip arthroplasty. Subsequently, approximately 1 month post implantation, the patient was diagnosed with a left popliteal, deep vein thrombosis. Post-operatively, the patient was prescribed fragmin and reports having calf tension, with minimal erythema, three days post-operatively. It was resolved without complications and all implants remain in place. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source: foreign: netherlands. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-02083; 0001825034-2022-02085.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. Deep vein thrombosis, or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operative for a period of time to prevent the development of dvt/blood clot. Even with the administration of preventive medication, dvt/blood clots can still develop. As the complaint indicated, a post-operative complication developed and additional medication was required to treat the complication. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.